Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient complained of pain in the right upper pericapsular area- the stimulation wasn't programmed for this area but the representative was asked to reprogram the patient to try and cover the area. Impedance on electrode 9 was greater than 40,000 ohms. The patient also noted that they felt stimulation at the battery site and around their back when they shut the ins off. They reported it felt like stimulation was on low but they didn't have it on and the patient thought it was related to the ins. The healthcare provider didn't think it was related to the ins. The issue wasn't painful or bothersome and therefore no further action was planned. No further complications reported.